Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the information available, it is not possible to draw a definitive conclusion for the reported event. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Given that no device malfunctions occurred, the device remains implanted and that the event resolved at the time of discharge, there is evidence of a device malfunction which could have caused or contributed to the reported event. Device remains implanted.

Event description:
On (B)(6) 2021, a patient received a perceval valve pvs21. On (B)(6) 2021, the patient's post-opt has shown low platelet event for a couple of days. It was reported that the patient was not affected by the event. As reported, the patient did not have any underlying health issue prior to operation. The platelets counts postoperatively and at discharge were back to normal at more than 100. It was also confirmed that while under the observed tcp during recovery, the patient's status was normal. The patient required transfusion. The patient was not subjected to a test to exclude hit (heparin induced thrombocytopenia). There were no hematological disorders present before or during the hospital stay. The patient had a normal medication during recovery period. There were no device malfunctions noted at the time of implant, at the time of the thrombocytopenia was detected, and at the last follow up as further reported.

Manufacturer narrative:
Correcting typo in the conclusion previously provided in h10: based on the information available, it is not possible to draw a definitive conclusion for the reported event. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Given that no device malfunctions occurred, the device remains implanted and that the event resolved at the time of discharge, there is no evidence of a device malfunction which could have caused or contributed to the reported event. The remainder of the information previously provided remains unchanged.